Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unrestricted flow. The tubing set was to be used to deliver an unspecified concentration of cytoxan, at an unspecified rate. It was reported that the piercing pin of the tubing set was connected to a 100ml solution container of normal saline and the tubing set was primed with an unspecified volume of normal saline. The customer contact reported that after the tubing set was primed, the cair clamp of the tubing set was moved to the closed position to clamp the tubing. After and unspecified length of time, the piercing pin of the tubing set was disconnected from the solution container and inserted into a second solution container that contained an unspecified concentration of cytoxan. After an unspecified length of time, the customer contact reported that although the cair clamp was in the closed position, approximately 5ml of solution leaked at the distal tip of the option-lok male adapter of the tubing set. The customer contact reported that as a precaution, the solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.